Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The lesion being treated was located in the calcified, 75% stenosed mid right coronary artery (rca). The quantum maverick monorail balloon was being used to predilate the lesion. The balloon ruptured at 12atm during the first inflation. The device was withdrawn and it was noticed that the balloon had "not fully rewrapped." It was also reported that other balloons were used during the procedure and they also ruptured. The procedure was completed with a stent. There were no patient complications reported. Patient's condition is reported as "good."